Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included thyroid disorder. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), emotional disorder ("real emotional"), depressed mood ("upset"), hirsutism ("hair growth on the neck and face") and polycystic ovaries ("pcos"). The patient was treated with surgery (hysterectomy in (B)(6) 2013). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain had not resolved and the emotional disorder, depressed mood, hirsutism and polycystic ovaries outcome was unknown. The reporter considered depressed mood, emotional disorder, hirsutism, pelvic pain and polycystic ovaries to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, emotional disorder polycystic ovarian syndrome, hirsutism and depressed mood. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: the case is incident. Reporter information was updated. Essure removal date was added. Per social media following events: hair growth on the neck and face and pcos (polycystic ovarian syndrome) was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.